Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - visible particles in the delivery liquid - non-transparent membrane of the reservoir - the system was completely connected measurement of surface of the housing: the measurement of the plane parallelism showed a deviation. The measured value of -0.031 mm lies outside the given tolerance (0 ± 0.02mm). Permeability test: the test showed that the progav shunt system is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position, to be 35.54 cmh2o. This is not within the specified tolerance of 14 cmh2o ± 3 cmh2o. An applied pressure of 14 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 14 cmh2o ± 3 cmh2o. The measurement showed a slower outflow of the test liquid. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the horizontal position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 19.58 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, as detailed in section "adjustbility test", an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, some deposits were found in the progav and slightly deposits were found in the shuntassistant. Results: based on our investigation, we are able to substantiate the claim of "non- adjustability" and "under-drainage". We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on- going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav shuntsystem (#fv438t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the progav was believed to be not adjustable in the pressure settings. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) years. Height: 82 cm. Weight: (B)(6) kg.